Event description:
A customer contacted beckman coulter inc., (bci), regarding lower than expected total bhcg (tbhcg) results generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing on this and on an alternate analyzer produced results within a higher gestational category. The results were reported out of the lab. The customer did not receive any report of patient injury, requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was serum. Qc was within the customer's established ranges. There were no errors posted to the event log or result flags in connection with this event. The customer is not questioning any other result at this time. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. A definitive root cause has not been determined for this event to date.